Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. A cartridge alarm 5 occurred as well. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer successfully loaded a new cartridge to address the issue.